Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for radicular pain syndrome ( radiculopathies) and spinal pain. It was reported the patient loses stimulation when he bends over or when he pushes against the ins, such as bending down. The patient further reported that last week when he was walking the position did not change on the screen and kept shutting off stimulation. It was also reported that the patient had met with the manufacturer representative (rep) and mentioned that the rep repositioned the cones or something in the ins. The patient reported this was reason that he met with the rep but could not reproduce it while with her. The patient mentioned he and the rep thought it could be due to him changing position that causes this. Since the patient left, the adaptive stim positions on the patient programmer have been jumping around, showing mobile, upright, laying back and was showing ¿a¿ where the positions usually would be. During the call, patient said he is sitting upright, and has been for probably 10 minutes, but the "a" is still present. The patient asked if there is a button he needs to push to change the adaptivestim position on the patient programmer screen so it shows the correct position. The patient spoke to rep again and she recommended he turn ins off until he gets home, then turn ins back on and go through each adaptivestim position for 3 mins. During the call, the patient was instructed to try to lay back, but he said pp still showed "a". Pt also tried changing stimulation during the call and said the area that indicates position on pp screen switched back to "a". During the call, patient tried pressing the sync button and reported the correct position then appeared on the screen. The patient was instructed in how to set stimulation for each position using adaptivestim and was told to monitor the positions and call back if he has further questions. No further complications were reported/anticipated. Additional information received from the rep indicated that they met with the patient, and their sensitivity changed to less. They noted that the patient was put in all positions, set, and tested. The rep also ran impedances, and they were all the same as last reported. No further complications were reported or anticipated.